Manufacturer narrative:
This report is submitted on oct 27, 2023.

Manufacturer narrative:
This report is submitted on september 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to other medical issues. There are no plans to reimplant the patient with a new device as of the date of this report.